Event description:
The customer reported that their viewsonic (B)(4) screen went dark resulting in a temporary loss of centralized monitoring. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.